Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - two days after implant, this lead was explanted due dislodgement after observing loss of capture. The physician tried to re-locate the lead, but couldn't obtain capture. When the lead was explanted it was connected to an analyzer and capture was possible at 3000 ohms.